Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence, adhesion, abscess and infection with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 07/dec/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional hernia¿ surgery and was implanted with strattice device on (B)(6) 2014. The patient underwent an " exploratory laparotomy with lysis of adhesions, radical abdominal wall debridement including skin, subcutaneous tissue, fascia, muscle, mesh product, sutures, inflammatory disease, pulse lavage washout with placement of abthera vac and use of activated autologous platelet rich plasma, and removal of mesh¿ on (B)(6) 2014. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain, recurrence, abscess, adhesions, wound vac placement, infection, and intervention and mesh removal surgery¿. The form lists the conditions that were treated were ¿pain, recurrence, abscess, adhesions, wound vac placement, infection, emotional injuries with and without treatment, inflammation, and intervention and mesh removal surgery¿ with approximate dates of treatment as between (B)(6) 2014-(B)(6) 2014. The form lists additional treatment for ¿pain and infection¿ between feb/2012 to present, and for ¿recurrent infections¿ between (B)(6) 2012-(B)(6) 2014. The ppf form also indicates the patient was implanted with a non-abbvie device, "bard/davol ¿ ventralex; lot #huv10022¿ on (B)(6) 2012 and underwent a procedure on (B)(6) 2014 for ¿recurrent incisional hernia repair.¿ as reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm and an unspecified strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same event and the same patient reported under MDR ID# 1000306051-2023-00196 (abbvie complaint #pr (B)(4)). This MDR is being submitted for the 2nd suspect product, unspecified strattice.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm and an unspecified strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same event and the same patient reported under MDR ID# 1000306051-2023-00196 (abbvie complaint #(B)(4)). This MDR is being submitted for the 2nd suspect product, unspecified strattice.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.